Event description:
An ophthalmologist reported that a patient presented with paracentral corneal abscess, left eye, associated with wear of 020ptix contact lenses and use of unspecified private label brand of lens care product. Referred for treatment. Moderate pain noted. No anterior chamber reaction. Treatment consisted of ciloxan drops and ointment, desomedine drops, then fortified, tobramycin and colymicine. Pre-event acuity 10/10 left eye. Current acuity not provided. Several requests have been made for add'l info, however, no further information has been provided.

Manufacturer narrative:
This report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.